Event description:
It was reported that removal difficulty occurred and the shaft fractured. A 3.50mm x 15mm nc emerge was selected for use. After inflation, the balloon remained stuck on the guidewire. When the physician pulled on the device, the shaft broke resulting in further difficulty removing the device from the guidewire. No patient complications were reported.